Event description:
Unable to walk since uae. Hips deteriorating secondary to loss of blood supply. Bilateral hip breaks. Unable to heal due to diminished blood flow to hips. Bilateral hip replacement under consideration.